Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided and the contact did not know the reason for the low bg. Bg was addressed with glucagon, juice, and oatmeal cream pie. Reportedly, the customer went to the emergency room (ER). Bg reported by ER was 1000 mg/dl. The contact stated that the ER believed elevated bg was due to drugs; however, the contact declined what the ER reported and the contact stated that the customer had a low bg. The customer was treated with narcan. At the time of report, the contact noted that the time and date were wrong on the pump. The contact confirmed that the time and date were properly changed. Bg was 561 mg/dl and the contact reported that this bg may have had to do with the ER visit. Bg was addressed with boluses via the pump.